Event description:
It was reported there was an issue with the power supply module. There was no patient involvement.

Manufacturer narrative:
Results of functional testing indicate the device was beeping. The equipment was evaluated onsite, confirming the power module was beeping. The ac power module was replaced and repairs were completed. The device was returned to service and remains at the customer site.